Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support indicated that the device would be returned and a replacement pump would be provided to the customer.